Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 466 mg/dl. Customer experienced symptoms such as dizziness. Customer stated infusion set had bent cannula. Customer was not using sensor so auto mode feature was not active. Customer declined troubleshooting for high blood glucose level. The customer will discontinue use of the device.